Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported tissue injury. Tissue injury is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstance. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report during grasping of the leaflets, a chord and leaflet were torn. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One clip (cds0701-ntw, 01208u208) was implanted without issue. A second clip delivery system (cds) (cds0701-nt, 10205u174) was advanced to the mitral regurgitation and grasping was performed without issue, but a satisfactory mr reduction could not be obtained. Then, it was noted that a chord was torn, and the posterior leaflet was suspected to torn as well. The leaflets were noted to be thin and friable. Therefore, the clip was not deployed and was removed. Two additional cds (cds0701-ntw, 01208u209 and cds0701-xtw, 00616u213) were advanced in an attempt to get an mr reduction and treat the tissue damage but were unsuccessful. There was no issue with the last two clips, they performed as intended. There was no additional damage noted to the mitral valve due to the last two clips. The physician decided to abandon the procedure. Only one clip was implanted with mr grade of 4. No additional information was provided.